Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of an unspecified chemotherapeutic agent. After an unspecified length of time in use, the customer contact reported an unspecified volume of solution leaked onto the pump. It was reported the tubing leaked from the cassette. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed using the same pump. There were no reported adverse effects to the patient or the healthcare professional. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.